Event description:
Customer had unexpected high blood glucose levels- changed cartridge, transfer set, and canula, blood glucose level stayed high. Customer does not trust the pump anymore, alleges inaccurate insulin delivery. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.